Event description:
The customer reported the x-ray foot pedal remained stuck and delivered uncommanded x-rays. However, there was no pt involvement. The fe confirmed the pedal was faulty. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.